Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Images were not provided. Medical records were provided ad reviewed. Post filter deployment, patient had an unsuccessful filter retrieval procedure. Approximately eight years later, imaging revealed thrombus up to the level of the filter. Subsequently three months later another unsuccessful filter retrieval attempt was made and CT revealed filter apex embedded along the anterior caval wall. Multifocal filter penetration into the retro peritoneum and vertebral body was observed. It was also observed one of the filter arm to be missing and one of the arm was found in the left lower lobe of the lung. Three months later filter retrieval attempt was made. The procedure included placement of atlas balloon and the ivc was angioplastied up to 20cm. The filter was retrieved successfully with six filter legs, four intact filter arms and one-half of a filter arm. Therefore, the investigation is confirmed for retrieval difficulties, detachment of filter limb, filter tilt and perforation of the ivc. However, the investigation is inconclusive for thrombus above the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 07/2010, (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years post filter deployment, it was alleged that the filter tilted, perforated the wall of the ivc, and a detached limb embedded in the l3. The device was removed percutaneously after two attempted but unsuccessful percutaneous removal procedures. A detached limb was reportedly retrieved percutaneously; however, a detached limb remains in the left lower lobe of the lung. The patient reportedly experienced chest pain, shortness of breath, back pain, pulmonary embolism and dvt extending above the filter post implant; however, the current status of the patient is unknown.